Event description:
The facility returned the device for service. During service, the baxter repair technician noted depleted batteries with 4 discharges below alarm threshold. The hospital representative stated that there have been no reports of patient incident involving this pump. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of depleted main batteries was confirmed. The main batteries were 4 discharges below alarm threshold. The main batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.